Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the compressor is noisy. Per independent repair center statement, the unit was low o2/yellow light and the key failure is the compressor is noisy. The key failure was compressor was noisy. Additional malfunctions was on/off switch broken - no alarm.